Manufacturer narrative:
The subject device was not returned for evaluation. The user discarded the device. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
As reported, customer reported of "difficulty in fixation of the needle" (it moves easily even with the maximum fixation). Very difficult to penetrate the tracheal wall, lymph node structure and in the back and forth movements. Deformation of the needle with the use. Very poor ultrasound visualization. The event occurred during a procedure (ultrasound guided puncture). No patient damaged. No extension of the procedure as a result of the event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following mechanisms likely caused the event: -the needle adjuster was likely not locked. -the needle adjuster lever might have slid to a convex area instead of a groove near the scale of the handle causing the needle adjuster not to lock. -the insertion portion of the endoscope was excessively angulated while the needle was extended and retracted causing the needle to bend. -the ultrasonic of the scope could not recognize the needle tube causing it to not be visible on the ultrasound image. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "-before pushing in the needle slider, make sure that the needle adjuster is firmly fixed. If the needle adjuster is not firmly fixed, the needle may pop out from the tip of the sheath beyond the intended length, leading to perforation, major bleeding, and mucosal damage. -when fixing the needle adjuster lever, if there is resistance during the operation of fixing the needle adjuster lever, release the needle adjuster lever once and fix it again. Forcibly fixing the needle while there is resistance may damage the needle adjuster lever, prevent the needle adjuster from being fixed, and cause the needle to protrude beyond the intended length, leading to perforation, major bleeding, mucosal damage, etc." Olympus will continue to monitor field performance for this device.